Event description:
The customer reported via phone call experiencing unexplained high and low blood glucose levels. The customer stated that she began with having low blood glucose and went to the doctor to adjust her temporary basal in order to stabilize her blood glucose. The customer's blood glucose was 82 mg/dl, and about 3 hours later after the settings were adjusted, her blood glucose dropped to 63 mg/dl. The customer suspended the insulin pump, and her blood glucose rose to 68 mg/dl. She ate for supper, and the blood glucose rose to 118 mg/dl. She stated that she corrected her high blood glucose, and by evening, her blood glucose rose to 422 mg/dl. The customer's blood glucose of 425 mg/dl was successfully treated for with a bolus, bringing it down to 345 mg/dl. She did not observe any symptoms of high blood glucose. She was advised to change the complete set and treat per doctor's instructions and to call back if the issue persisted. She stated that she would monitor her blood glucose and device.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.